Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired in the intensive care unit after the family decided to withdraw care. The patient expired due to multiorgan failure, continuous renal replacement therapy, vasogenic shock, and infection. The renal dysfunction was determined to not be related or caused by the device or device therapy. Mild dysfunction was noted preoperatively which improved with inotropic therapy and initially with ventricular assist device therapy. On (B)(6) 2022 the patient's renal function began to markedly worsen. Prior to admission the patient had recently completed a seven day course of levaquin for meticillin-sensitive staphylococcus aureus and pseudomonas from bronchoalveolar lavage. The patient completed a 14 day course of intravenous micafungin for candidiasis also found in the bronchoalveolar lavage. Only source of infection identified during admission was staphylococci in gram stain and no hardware involvement. The cultures found were profound and persistent vasoplegia, increased procalcitonin, and leukocytosis. The infection was treated empirically with linezolid and zosyn. The was not considered to be device related. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. Additionally, a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including renal dysfunction), infection, and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.